Event description:
This report is a result of a customer contacting baxter (B)(4). The customer reported that there was a spike malfunction on an accusol bag. The spike ripped from the bag. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.. A review of the batch file was found to be acceptable. A trend review was completed and there was no significant trend. One sample was received and the complaint confirmed. The root cause was undetermined.